Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. In addition, the insulin gauge was reported to be inaccurate and static. Customer re-loaded the cartridge to resolve the issues. Customer¿s blood glucose level was 108 mg/dl.